Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Was there any allegation against the cup? No.

Event description:
In the first incident, the sliver of metal was seen later on x-ray. In the 2nd incident, the sliver of metal was seen by the surgeon when the introducer handle was removed after impacting the cup, and the sliver was then removed from the patient was there any consequence to the patient due to the event? Not sure about the patient in the first case. No for the 2nd case was the surgery prolonged due to the event? No. It was reported that when the pinnacle cup was impacted using the pinnacle handle, the handle was removed but a sliver of metal was left behind. In the first case, this was not seen until it showed up on post op x-rays. In the 2nd case, the surgeon noticed it after removing the introducer from the cup and removed the metal fragment immediately. It is unknown whether the slivers of metal came from the introducer or the pinnacle cups. The cup implanted in the first case was 121732052 lot m5959t. The cup implanted in the 2nd case was (B)(4). (B)(4) captures the 1st incident. (B)(4) captures the 2nd incident.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : please give a detailed explanation of the event: in both cases, when the pinnacle cup was impacted using the pinnacle handle, the handle was removed but a sliver of metal was left behind. In the first case, this was not seen until it showed up on post op x-rays. In the 2nd case, the surgeon noticed it after removing the introducer from the cup and removed the metal fragment immediately. It is unknown whether the slivers of metal came from the introducer or the pinnacle cups. The cup implanted in the first case was (B)(4) lot m5959t. The cup implanted in the 2nd case was (B)(4) m6529c. Photos are attached of the two introducers and the sliver of metal retrieved from the 2nd case. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. Attachment (B)(4) product complaint - nuffield bristol - pinnacle cup introducer. The photo investigation revealed nothing indicative of a device nonconformance. As no x-rays were provided the foreign body left in patient or breakage reported conditions of the complaint cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs attached are insufficient to confirm the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.